Event description:
It was reported that the patient presented remotely via merlin.net transmission. Analysis of the transmission found that the right ventricular (rv) lead exhibited noise oversensing. No programming changes were made and patient continued to be monitored. No patient consequences reported.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.